Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump alarmed system error 345. A service history review revealed the device has been serviced within the last twelve (12) months however the issue is not a repeat symptom. This indicates that the parts replaced during servicing did not cause or contribute to this issue. The cause of the condition was a misaligned force sensor. The force sensor is required to be replaced to address the issues. Should additional relevant information become available, a supplemental report will be submitted.